Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer has been experiencing high blood glucose levels. He reported his blood glucose level to be 389 mg/dl. He had issues with his sensor and had to change his reservoir every two days because he was running out of insulin. The product is being returned. Nothing further to report.